Manufacturer narrative:
H4: lot manufactured from october 26, 2022 - october 27, 2022. H10: the device was received for evaluation partially filled with a solution. Visual inspection was performed and white particle matter possibly of acrylonitrile butadiene styrene (abs) material was observed floating inside the fluid path of container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6) . Should additional relevant information become available, a supplemental report will be submitted.